Event description:
The patient reported that the down arrow button is working intermittently. This reportedly started about 3 days ago, and the patient indicated that there is no damage or peeling of keypad.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive, and that none of the keypad buttons have normal spring back. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.